Manufacturer narrative:
Unit is not available for evaluation. It was repaired and returned to the field by the customer. If any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 04/02/2019, and is being resubmitted on 06/25/2020 as the original report failed to go through. The circlip fitted internally on the male qdv part number 10542031t was incorrect and smaller dimensions than normal. This allowed the circlip to be dislodged during filling and subsequently resulted in a cold burn on a finger.